Manufacturer narrative:
The suspect device/component will not be returned for further evaluation. Therefore, no root cause could be determined. However, the customer performed xdcr tests: ""circ press: 31 failed"" and xdcr cals, exhal press calibration failed at 0 cmh2o. The customer requested that a black main board will be placed under warranty for customer's stock. An order was placed and the customer then confirmed that the device issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that immediately when the vela ventilator was powered on, low peak inspiratory pressure (pip), low minute ventilation (ve) and transducer fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.